Event description:
It was reported that pump displayed altitude alarm 21 earlier in day. There was no adverse impact to the customer¿s blood glucose level. Customer insulin delivery was not suspended, customer did not need to replace cartridge, and customer resumed insulin using original cartridge after technical support provided guidance on preventing future altitude alarms, which customer understood and acknowledged.